Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported stent dislodgement could not be determined; however, factors that may contribute to stent dislodgment include, but are not limited to, negative pressure during sheath removal, forced sheath removal, mishandling during product preparation for use, interaction with accessory devices, previously placed stents and/or patient disease state. In this case, it is possible that inadvertent mishandling during sheath/stylet removal may have contributed to the reported stent dislodgement; however, this cannot be confirmed. The account reported that the stent was dislodged off the balloon when the protective sheath was removed from the device. The stent was then placed back on the balloon for storage, but the doctor didn¿t feel comfortable using the stent as it was already dislodged. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that when the 8x19mm omnilink elite delivery system was removed from packaging, the stent was observed to be dislodged. Another omnilink elite was used to successfully complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.